Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that" prior to use on patient, the customer did functional test and found balloon leakage". No patient involvement reported.

Event description:
It was reported that" prior to use on patient, the customer did functional test and found balloon leakage". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The actual device was returned by the customer and sent to the manufacturing site for investigation. A device history record review was performed and no relevant findings were identified. The manufacturing site reports "the reported defect cannot be confirmed because the defective device was returned without catheter where the defective cuffs/balloons are presented". A complete investigation could not be performed as an incomplete device was returned; therefore, a root cause could not be identified.